Manufacturer narrative:
Date sent to the FDA: 07/09/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Device code other: blade seized/stopped.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device stopped spinning. The device was replaced and the procedure was successfully completed with no adverse patient consequences.